Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. Upon interrogation it was noted that the atrial lead exhibited noise episodes identified in (B)(6) 2017. The device was reprogrammed and will continue to be monitored.